Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device sometimes did not rotate was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a liquid leak. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was leaking liquid. It was noted in the service order that the device sometimes did not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 20121 all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.